Event description:
The customer obtained lower than expected results on multiple patient and quality control samples using vitros vanc reagent on a vitros 5600 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient results were reported outside the laboratory, however; corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation into this event found no evidence to suggest that the vitros 5600 analyzer was not performing as expected. The root cause is unknown, however; user error contributed to the event. The operator failed to confirm that vanc quality control results were acceptable before processing patient samples.